Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed a "co2 check exhaust" message and was unable to calibrate the co2. The device was not in use on a patient.

Manufacturer narrative:
Correction: device code changed from calibration problem to failure to calibrate.